Event description:
It was reported that during a varix procedure, the handles would not close. There was no clip released. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged anti-backup. Eval summary - the analysis results for the msm20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips as the anti-backup was noted to be non-functional. The anti-back up lever was found disengaged, therefore, not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.